Event description:
It was reported that a malfunction occurred on the pump, but no notable events happened before the malfunction. The customer¿s blood glucose level did not exceed 500 mg/dl. Technical support provided instructions to reset the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue happens again.